Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/07/2019. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Investigation summary: it was reported performance breakage suture. An unopened sample was received for analysis. The issue sample was not returned for evaluation. During the inspection of an unopened sample, no defects were found on the package. The sample was opened and the swage and attachment area were as expected. The suture was examined along of strand and no defects or damaged were noted. Functional test was performed on the sample and the tensile force met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no breakage suture were noted and the tested sample met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: requested following: when the event occurred? Pre-op? Intra-op? What do you mean by "mersilene has been broken during handling" ? Did the suture break during use on patient, while suturing? Or did the suture break before use on patient? Suture broke in process of knotting. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot #? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 date and a suture was used. During surgery, the suture broke in process of knotting. There were no adverse patient consequences reported. No additional information was provided.